Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that further testing was performed and no noise, pacing inhabiting or impedance measurement variation was noted. The output was reprogrammed to maximum in unipolar configuration and minimum pocket stimulation was observed. In bipolar configuration, no pocket stimulation was noted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient presented to the hospital due to a syncopal episode. It was suspected the syncope was caused by a high fever. After examining the system, loss of capture greater than 3 seconds was noted. All device and lead measurements were appropriate. During provocative testing, the signal was clear and no noise or loss of capture was observed. No additional adverse patient effects were reported.